Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery several times over the last month. The blood glucose reading was 136 mg/dl. The customer tried different infusion sets, rotated the insertion sites properly, and the insulin was not expired or denatured. The customer used the insertion device according to instruction. The tubing was not bent or kinked. The insulin pump was tested and did not alarm, and when was hooked up again, alarmed again. The customer was sent additional infusion sets.